Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4) displayed "pump door open" message" was not confirmed during the functional testing and the event log review. The ivtm system performed as intended. The probable cause for the reported complaint could be due to humidity. Upon visual inspection, observed broken pump lid. The pump lid was replaced to remedy the damage. The thermogard xp ivtm system is a reusable device and was manufactured in 2013 and is 6 years old, system has exceeded its expected service life of 5 years. Therefore, this type of physical damages are characteristic of normal wear and tear for the life of the device. The thermogard xp ivtm system passed the functional testing without any error. The customer reported complaint couldn't be reproduced during the testing. Upon further testing, unrelated to the reported complaint, observed traces of saline underneath the rotor housing. The event log review showed no significant discrepancies. Following service, the thermogard xp ivtm system passed all the testing without any issue or fault.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, the thermogard xp ivtm system (sn (B)(4)) displayed "pump door open" message. However, the pump door was in a closed condition when the message was displayed. The user was unable to clear the message. The user continued the treatment using another thermogard xp ivtm system. No known impact or consequence to patient information was provided.